Manufacturer narrative:
This device was not available for return and evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the severe degeneration, stenosis, and regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 31mm pericardial mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure to correct degeneration, regurgitation, and stenosis after an implant duration of sixteen (16) years, ten (10) months, and (22) days. A sapien 3 29mm transcatheter valve was implanted successfully via the transfemoral approach. The preoperative gradient of 13mmhg was reduced to 4mmhg. The patient outcome was noted as stable. No other information was available.